Manufacturer narrative:
The insulin pump passed the excessive no delivery, priming and displacement tests. There was no unexpected no delivery alarms on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 517 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for no delivery was performed. Customer's site was occluded in the past. Customer declined to further troubleshoot and wanted a replacement device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.